Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of pump error from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer stated that the pump error did not occur during rewind. The customer stated that the motor of the pump made unusual noise. Customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump received with loop motor movement error alarm during rewind due to disconnected motor flex connector noted on printed circuit board. Unable to perform displacement, rewind, seating and basic occlusion due to motor movement error. Device received with scratched case and severely scratched lcd window.